Event description:
The customer placed a stryker light cord into a sterrad pouch for processing in a sterrad nx. The cord bonded to the pouch and when the pouch was opened the cord was torn. The customer reported that the cords are cleaned by wiping them down with enzol used as directed and then dried with alcohol. The customer was advised to obtain the instructions from stryker for proper processing guidelines and advised to follow the manufacturer recommendations.

Manufacturer narrative:
Damaged device.